Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display on the animas pump reportedly is beeping and buzzing but has a blank screen. There was no trauma issue. The battery was changed accordingly but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 11/07/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings:the complaint could not be duplicated or confirmed upon investigation. The pump powered on with a normally functioning display screen. Unrelated to the complaint, there was evidence of moisture within the battery compartment and on the battery cap. There was no evidence of moisture on the pump¿s internal components. A battery compartment crack was observed which leaked during leak testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.